Manufacturer narrative:
Additional information : the device was manufactured between july 10, 2018 - july 11, 2018. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak at the base of the spike port tubing in both samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking due to tubing damage. This was noted before product use. There was no patient involvement. No additional information is available.